Manufacturer narrative:
The immucor laboratory tested the retention product on 1 9nov 2015, which performed as expected. Immucor technical support assessed the test well images of the testing in question by a remote electronic connection method on 05 nov 2015. It was determined that the instrument generated the correct interpretations consistent with the actual well outcomes.

Event description:
On (b)(46 2015, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.